Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. Upon visual inspection a bent battery lock was observed. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the user control panel. The archive data was reviewed and contained multiple ua 7 error message on the reported event. A load characterization check was performed and identified a defective load cell. The autopulse platform is awaiting customer approval to repair the load cells. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with sn (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(6)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the advisory. No patient involvement.